Event description:
A 7 fr double lumen cook tpn catheter was placed. Three (3) days later, a hole was discovered just distal to the double lumen bifurcation. A second device was then placed. Just over one month later, a 4mm hole was discovered in that device so it was removed.